Manufacturer narrative:
Alleged failure: a small piece of the tip of a bur broke of inside a patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable causes could be the blade coming into contact with a hard object, which may have damaged the teeth and impacted the housing edges. Additionally, excessive pressure, such as bending or prying, maintained over an extended period, may cause the arthroscopic shaver blades to bend or break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The unit was returned without the original packaging. Therefore, the lot number (24052ce2 ) on the complaint record cannot be confirmed. However, the product description and the failure mode (or issue or problem, etc.) Reported is consistent with the device returned for this event.

Event description:
It was reported that a small piece of the tip of a bur broke off inside a patient. It was noted that the broken piece might have been sucked out, but that is not confirmed. Looked for the piece for a while and then opened up a new bur. There are presently no adverse consequences to the patient, but hard to say for the long term now.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a small piece of the tip of a bur broke off inside a patient. It was noted that the broken piece might have been sucked out, but that is not confirmed. Looked for the piece for a while and then opened up a new bur. There are presently no adverse consequences to the patient, but hard to say for the long term now.